Event description:
It was reported that the insulin pump had a crack in its case. The blood glucose reading was 5.4 mmol/l. The reporter stated that the crack was seen on the battery compartment. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked display window corner and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.